Event description:
The customer reported that their patient had a cardiac issue and was not tended to right away because the monitor was not assigned to the central station. The device did not contribute to the event.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that their patient had a cardiac issue and was not tended to right away because the monitor was not assigned to the central station. The device did not contribute to the event.

Manufacturer narrative:
A philips technical consultant (tc) went onsite to troubleshoot the reported issue. The tc reviewed the audit logs and found that at around midnight the monitor was unassigned from the central station. While in this state there was not real time monitoring at the central station. When the monitor was reassigned to the central station at 8:52 all previous patient data was lost. There was no malfunction of the philips device. The tc found that the monitor was not assigned to the central station which is why there were no alarms at the central station. Audit log data was lost prior to 8:52 because of how the patient monitor was reconnected to the central station.

Event description:
The customer reported that their patient had a cardiac issue and was not tended to right away because the monitor was not assigned to the central station.